Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument and performed a device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley, proximal clevis, and distal clevis. Black char marks were present at the distal end. The monopolar yaw assembly was hanging loose and was no longer secured with the wrist. Any material missing from the damage at the distal end is likely thermally induced rather than mechanically induced. The silicone potting at the weld location was not compromised and the electrical continuity test passed as of 4/6/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the permanent cautery spatula (pn: 470184-12, batch/lot-sequence: n10180118-0127) associated with this event has been performed. Per the logs, the permanent cautery spatula was last used on 8/7/2019 on system sk2760. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage to occur. There was no report of patient harm, injury or adverse outcome due to the event. The following was found during the device evaluation, but is not related to the reportable finding: the main tube had signs of scratch marks/abrasions on the distal end with material missing. This failure is most commonly caused by mishandling/misuse. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This instrument was returned with one usage remaining and, therefore, had not expired. Date of implant is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the permanent cautery spatula instrument had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was observed during sterile processing before steam sterilization. There was no report of patient involvement.